Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, m6025t611, involved in this complaint was reviewed and the product met manufacturing procedures and was accepted by quality assurance inspections. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not returned to manufacturer.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030647-2016-00150 for the second report. Refer to 8030647-2016-00151 for the third report. It was reported that, "the inner cannula dislodged from the trach upon turning of patient circuit. "The suction catheter does not seem to be swiveling." The patients have become disconnected from the ventilator because the inner cannula has become unlocked." Additional information received on 14-jul-2016 from the distributor that confirmed three incidences with no adverse effects or medical intervention provided. Additional information was received on 21-jul-2016 that states there were a total four reported incidences there were no adverse patient effects; however, one incident, a patient was disconnected from the ventilator due to the inner cannula becoming unlocked. There was no compromise to the patient and no medical intervention required. No additional information provided.

Manufacturer narrative:
A sample was not returned for evaluation and no new information received. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).